Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrate to address low bg. Reportedly, customer required assistance from their spouse by monitoring ensure bg lwas resolved. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.